Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the patient was experiencing elevated blood glucose levels approximately 3 months prior. The patient reportedly had multiple blood glucose excursions greater than 600mg/dl. The exact dates were unknown. The patient reportedly experienced nausea with the blood glucose excursions. The patient was not admitted to the hospital but they did see their hcp for rate adjustment and help with the infusion set. The reporter indicated that there were no issues with bent cannulas but the sites would be red sometimes. This report is being made based on the allegation that the patient experienced elevated blood glucose levels while using the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history from (B)(4) 2012 to (B)(4) 2012 indicated that insulin delivery totals correctly reflected programmed values. There were no alarms or conditions observed in the pump histories that would indicate a pump malfunction. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.